Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the bolus totals in the bolus history did not match the total daily dose totals. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2014 with the following findings: a review of the pump¿s total daily dose bolus history revealed inaccuracies due to manual time and date changes found in the black box data. A review of the alarm history revealed normal activity. During testing, the pump was exercised for 24 hours with no errors, alarms, or warnings. A delivery accuracy test was performed and passed. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.